Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation (fi) lab. A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. All touchscreen tests failed. Unresponsive regions all over the touchscreen were observed. This failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer also requested the front panel to be replaced due to some cracks, but later changed his mind and did not agree to replace this part. The fse replaced the touchscreen to resolve reported problem. The device passed required performance verification tests per philips¿s standards.